Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump had a blank screen and observed a broken hinge of the belt clip. The customer reported no adverse event. The event involved product(s) acc-1601 and mmt-1884. Troubleshooting was performed for the pump clip damage, and the non-serialized product being replaced. Troubleshooting was performed for display issue, customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return and the serialized device was replaced. No harm requiring medical intervention was reported. No product return is required for acc-1601. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After multiple new batteries and battery caps the unit remained on blank display. Unit was unable to download due to blank display. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement and active current measurement due to blank display. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assembly, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unit also received with broken belt clip rails, scratched case and overlay scratched. In conclusion, the unit came in with blank display due to corroded electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.